Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that she had high blood glucose readings. Animas made 3 attempts to contact the patient but was not successfully. This complaint is being reported because the patient had elevated blood glucose reading, possibly over 500 mg/dl, while on insulin pump therapy. The animas product could not be ruled out as a possible contributor to the reported incident.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: the pump history from the time of the event was overwritten due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.